Manufacturer narrative:
Update h6: investigation conclusions.

Event description:
According to the customer, post "bladder repair" the foley was "leaking", the nurse flushed the catheter, and later it was noted that the foley balloon was "not inflated" due to the balloon being "ruptured".

Manufacturer narrative:
According to the customer, post "bladder repair" the foley was "leaking", the nurse flushed the catheter, and later it was noted that the foley balloon was "not inflated" due to the balloon being "ruptured". No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. No additional information is available. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.